Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer mentioned that insulin pump just beeping and insulin pump displays the x mark with a book. Customer reported that they received a critical pump error image on the pump screen. Customer¿s blood glucose was 123mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The device was received with critical pump error and multiple pump error 53 alarms confirmed in history file, problem isolated to electronic assemblies.